Event description:
The customer reported that the device had a blank display.

Manufacturer narrative:
The customer reported that the device had a blank display. The device was evaluated at the philips repair bench. The control and keyscan pcas were replaced to resolve the issue.